Event description:
It was reported during preventative maintenance, the v60 touchscreen was misaligned and not able to be resolved via calibration. A new touchscreen was replaced and issue resolved. No reports of harm or injury to patient/user. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
E1: phone number: institution: (B)(6).